Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator, right ventricular lead and a capped chronic right ventricular lead were explanted due to sepsis, and bacteremia. Vegetation was confirmed on the leads with echocardiography. The patient was in stable condition.